Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012690777 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 (electrical current error). Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed failures on steps 4, 5, 6, 14, 15 & 16 of the test. During inspection of the shaft segment, an electrode wire was observed to be charred. During inspection of the shaft segment, an electrode wire insulation was observed to be burnt/damaged. In conclusion, the clinical issue (cerebral infarction) occurred post-operatively and the loop catheter failed the returned product inspection due to a charred electrode wire and burnt/damaged electrode wire insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an overcurrent error message appeared on the generator. The event tem porarily improved when the cable was removed but occurred again after about 10 treatments. The cable was replaced without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. Two days post-operative, the patient developed a cerebral infarction that required a transfer to another hospital as there was no environment to treat the cerebral infarction available at the original facility. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.